Event description:
The customer reported that his blood glucose reached 18 mmol/l (324 mg/dl) after wearing the pod on his arm for over 48 hours. The cannula was out of the skin.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed, nor excluded, through laboratory testing. Qualification records were reviewed and the product lot met all acceptance criteria.